Event description:
The arterial sealing device did not deploy. The balloon on device inflated and advanced. The tamper was not visible when device advanced and cordis avanti sheath removed. Hemostasis not obtained. The entire system was removed and longitudinal tear was observed at end of minx sheath preventing collagen and tamper from exiting sheath. Per hospital, the rep inquired about the event with questions and answers were provided.